Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon pds sutures were related to any adverse events in this series of patients described in the article? What does the surgeon believe was the contributing factor to the anastomotic leak? Can specific patient demographics be provided for the subjects of this article? Were these cases previously reported?

Event description:
It was reported in a journal article that a patient underwent a esophagectomy or extended total gastrectomy on an unknown date between (B)(6) 2008 and (B)(6) 2013 and suture was used. Esophagealgastric and jejunal anastomoses were formed end to side using a circular stapler with or without reinforcing sutures. Jejunal-jejunal anastomoses were formed using a hand-sewn two layer technique with suture. Following the procedure, the patient possibly experienced esophageal anastomotic leak. It was also reported that there were in-hospital deaths in those with pod4 results. No parameters were associated with anastomosis leak or complication severity on univariate analysis. Additional information has been requested.